Manufacturer narrative:
The revision reported may have been the result of femoral and tibial loosening, prosthesis wear of the patella and tibial insert, and osteolysis, as stated in the operative notes. The aseptic (non-infected) femoral and tibial loosening was likely the result of an insufficient bond between the components and the bone, patient-related conditions, or any combination of these possibilities. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned to exactech for evaluation.

Event description:
Per a report from the legal department 68 y/o patient had a right knee replacement on (B)(6) 2015. Approximately 7 years and 2 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. Revision op report ((B)(6) 2022). Postoperative diagnosis: failed right total knee with polyethylene wear. The patient had gone on to show signs of polyethylene wear on x-ray. Operative findings: found to be visible polyethylene wear of the polyethylene component with evidence of poly wear and debris within the synovial lining. A complete synovectomy was performed. There was found to be severe osteolysis of the distal femur, requiring the use of augments and filler with cement as well as a loose femoral component due to osteolysis. There was partial fixation of the tibial component with mild to moderate osteolysis are the tibial component. The patient was awakened and transferred to recovery in stabile conditions. There were no complications. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-01-0340 - logic femoral ps cem right sz 4; (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6) 200-02-32 - three peg patella 32mm; 4081765 204-34-02 - fluted stem extension 25l x 14 mm; 4084671 204-70-00 - tibial stem ext. Screw. Pending investigation.